Event description:
A report was received that the pt's ipg was unable to maintain a full charge longer than 24 hours. Analysis of the ipg database confirmed premature battery depletion. Ipg replacement has been scheduled for a later date.